Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("abnormal menstrual bleeding/ abnormal menstrual cycle") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required) and headache ("severe headaches"). Essure was removed. At the time of the report, the menstrual disorder and headache outcome was unknown. The reporter considered headache and menstrual disorder to be related to essure. The reporter commented: plaintiff saw her physician and had the device removed due to the symptoms she was experiencing. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.